Event description:
Reporter reports a transfer set with a crack on the tubing, found during patient use. No patient injury or medical intervention was reported per co affiliate. No additional details available at this time.

Manufacturer narrative:
Sample has been requested. A follow-up report will be filed upon completion of the evaluation,or if any additional details become available. This report represents all information known by the reporter at this time. Review of the complaint history reveals other reports have been received for this product for the reported issue.